Event description:
User explained that his chair doesn't keep a charge and he is unable to go a distance in his chair. He doesn't remember the last time the batteries were charged. The user's nurse stated a vendor came out and did an assessment of the chair and they said his chair is fine.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.